Manufacturer narrative:
(B)(4). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that during suctioning of the patient, the catheter inside the sleeve separated from the cone adaptor. The catheter was replaced without incident. This event occurred after the catheter had been used over ten times. There was no injury to the patient. No further information has been reported at this time.

Manufacturer narrative:
One used device was received for evaluation. The sample was received with the bushing detached from the cone adapter. The bushing was examined under magnification. There was visible adhesive residue seen on the outside of the bushing. This was located at 7 mm from the proximal tip. The adhesive was inconsistent around the bushing. The components were viewed under uv light. There was visible evidence of application of adhesive with optical brightener. There was coverage of adhesive seen on the components. However, it was noted that the adhesive was heavier on one side of the cone adapter. The exact root cause has not yet been determined at this time, however, a manufacturing cause cannot be ruled out. Corrective actions to address potential causes are currently in progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).